Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged load fill estimate issue could not be verified. The occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 100-208mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to manual injections for insulin therapy.